Manufacturer narrative:
Sorin group (B)(4) manufacturers the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) received a report that the s5 roller pump stopped and showed an error message during a procedure. The pump was a sucker pump. The service representative could not reproduce the problem. The cpu board was replaced as a precaution. The customer was satisfied the repair. Sorin group (B)(4) stated that no trend has been identified. No further investigation is required. No nonconformities were noted during the device history record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped during a procedure. There was no report of patient injury.